Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. No lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).  UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Device was discarded by the user.

Event description:
Information received via the post market clinical follow up truespan survey. Doctor reported an issue with truespan peek implant is that the first implant pulls out. Doctor had to pull it out and repeat.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no complaint device was returned for evaluation. This complaint was derived from a (B)(6) survey. Follow-up was performed with the doctor in an attempt to get additional event information that was not contained in the survey received by depuy mitek. No further information could be provided by the doctor. No product code or lot number was provided to depuy mitek, therefore no device history record review could be performed, or a lot specific search in the complaint handling system. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Information received via the (B)(6) survey. Doctor reported an issue with truespan peek implant is that the first implant pulls out. Doctor had to pull it out and repeat.